Manufacturer narrative:
The product was not returned for analysis. Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause: root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a preloaded intraocular lens injector did not advance properly and had drag on the plunger during a cataract with intraocular lens implant procedure. Patient contact was noted, but no patient impact was reported.